Event description:
It was reported that a patient on a cs100 balloon pump with a mega 50cc iab inserted, developed limb ischemia. The patient was sent to surgery for iab removal. No product malfunctions were reported to have occurred and the product was not available for investigation.

Manufacturer narrative:
The device was not available for investigation, therefore, no testing could be performed to verify the reported complaint. Since the device information was also not available, the customer shipping history was reviewed to determine the most likely lot(s) involved in this event. A lot history review was performed for these lots and no non-conformances were found related to the reported event. (B)(4).